Event description:
On 12/08: customer reports during procedure, the table stopped movement. The procedure was completed without table movement. System fully rebooted between procedures and has been working fine since. Customer did not provide procedure or pt info. No reported injury by the customer.

Manufacturer narrative:
Field service engineer was unable to duplicate problem. The fse found table operation and system fluoro to be working per hut dr table service manual. System remains in full service by the customer.